Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown: product type programmer, patient g2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that "stimulation is off" was displayed. The patient does not remember forgetting to charge the device or turning it off. Perhaps due to the device turning off, the patient felt pain recently. Patient was given an explanation on how to turn it on. Patient was asked to see if the pain was alleviated. The issue was resolved. Additional information was received. It was stated that there has been no further contact from facility or doctor since the initial report, so it is thought the device would be being used without problems.